Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. Blood penetrated the lead. In addition, signs of abrasion were found along the lead body. The insulation was intact. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular, the values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead had exhibited undersensing. This lead was explanted and replaced with a new lead. No adverse patient effects were reported.